Manufacturer narrative:
A device history record review was completed for provided material number 300400 and lot number 220418. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Based on the reports received and the sample shipments received, the samples for this record were assumed to be the samples which also belonged to (B)(4). The samples from pr9546540 were sixty-three (63) sample needles. The samples were all examined microscopically and seventeen (17) needles were found clogged. The seventeen (17) samples were sent for fourier-transform infrared (ftir) spectroscopy; however, there was not enough material to collect and perform testing. Based on past experiences and visual examination, it appears that the clogging was caused by epoxy. Epoxy is the adhesive used to join the needle components. An additional forty (40) retained samples of the same lot number were obtained from the manufacturing facility for further testing. The retained samples did not show any signs of clogging. During the cannula assembly process, needles are inspected through use of a camera system. The camera senses a light source positioned on the opposite end of the needle. If the camera does not sense the light source, an occlusion may be present, and the needle is automatically rejected. Additional inspections for occlusion are routinely performed in accordance with our inspection procedures. Considering that seventeen (17) needles were found clogged and no issue was detected during the production process, it is concluded that a temporary issue occurred during the sterilization process. Bd has investigated this potential cause for clogging in the past and any report received for this issue will be closely monitored for further action. A notification has been issued with the epoxy supplier regarding this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needle is clogged/blocked. The following information was provided by the initial reporter, translated from fraga to english: cannulas are not continuous. When did the incident occur? Before use.